Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device was not functioning and was defective. It was further determined that the system did not complete or initiate the self-test as expected at start-up. It was observed that the fault light illuminated when it was pressed and the red light emitting diode (led) blinked. It was further determined that the device failed pretest for function- test, charging and checking of power module in charger and information button and self-test. It was noted in the service order that the self-test did not pass while in use with four other power module devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.